Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 05/23/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. Skin reaction was described as itchy and was located around the sensor patch. On (B)(6) 2016 patient's mother took the patient to the doctor for the skin reaction. Patient's mother stated patient also suffers from eczema. Doctor prescribed antibiotics and spray flonase, which made the patch reaction no longer visible. Affected area was treated with the prescribed flonase. Additional event or patient information was not provided.